Event description:
On 5/14/2024, (B)(4), crm rep encountered error messages on this smart touch tablet when attempting to interrogate an alizea pacemaker. It seems upon interrogation of any alizea device, the same series of error messages are displayed and interrrogation is unsuccessful. These same alizea devices, when interrogated with another programmer, appear to function normally. The observed behavior is as follows: cpr4 head over alizea pacemaker, select interrogate. First error message displayed "an invalid argument was encountered". "Ok" is the only option in error message box. Select "ok" six times. Each press of ok button, the message persists until the final press when a secone error message is presented. Second error message displayed "unspecified programmer error - exception 0xc0000005 at address 0x0045512e". "Ok" is the only option in error message box. Selecting "ok" dismisses message box leaving a largely unpopulated alizea module screen (no data, blank buttons, etc). The reported behavior was reproduced by technical services on 5/21/2024 using an alizea sr demo device. Please be aware, it is believed that this programmer may have been subjected to at least one instance of a "brutal shutdown" due to the battery having been removed from the tablet while the tablet was in use.

Manufacturer narrative:
Upon reception, the returned smarttouch tablet was tested, and the reported behavior was confirmed, as communication with alizea pacemaker was not possible. In-depth analysis revealed that a system file related to the alizea system is corrupted, which led to the impossibility to interrogate an alizea pacemaker. The root cause of the corrupted file could not be found with certainty; it may be due to the removal of the battery tablet when the tablet was on. The subject smarttouch tablet will follow the repair workflow. This case is retained for trending purposes.

Event description:
On (B)(6) 2024, (B)(6), crm rep encountered error messages on this smart touch tablet when attempting to interrogate an alizea pacemaker. It seems upon interrogation of any alizea device; the same series of error messages are displayed and interrogation is unsuccessful. These same alizea devices, when interrogated with another programmer, appear to function normally. The observed behavior is as follows: cpr4 head over alizea pacemaker, select interrogate. First error message displayed "an invalid argument was encountered". "Ok" is the only option in error message box. Select "ok" six times. Each press of ok button, the message persists until the final press when a second error message is presented. Second error message displayed "unspecified programmer error - exception (B)(4) at address (B)(6)". "Ok" is the only option in error message box. Selecting "ok" dismisses message box leaving a largely unpopulated alizea module screen (no data, blank buttons, etc). The reported behavior was reproduced by technical services on (B)(6) 2024 using an alizea sr demo device. Please be aware, it is believed that this programmer may have been subjected to at least one instance of a "brutal shutdown" due to the battery having been removed from the tablet while the tablet was in use.